Event description:
International customer reported that a pt developed a fever and lymphorrhea one day following popliteal vascular surgery. Ricinoleic acid (castor oil) was applied and the pt discharged. In 2008, the surgical wound area dehisced. The site was irrigated with normal saline and allowed to heal by secondary intention. Fragments of the wound closure sutures extruded over the next two weeks. The pt subsequently cultured positive for mssa infection on the following month. The pt is now reported as "recovered."

Manufacturer narrative:
Infection occurred - conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: nurolon nylon suture. Prolene polypropylene suture. Pds ii suture, lot: zpz307, mfg: 12/01/2007, exp: 07/31/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria.